Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the programmer was analyzed and no anomalies were found. The software was then upgraded and all tests passed. (B)(4).

Event description:
It was reported that the programmer cannot get the information from the pacemaker. The programmer was returned to the manufacturer for servicing. There was no patient involvement.